Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s device was not working. The stimulation stopped on (B)(6) 2018. While troubleshooting the cause, it was determined that the battery was very low. The patient was getting 0 coupling boxes during recharge, and the patient has been having coupling issues for the past 2-3 months (confirmed as starting in 2018). The patient is very familiar with recharging, and thus was redirected to his health care provider as he had repositioned the antenna numerous times, and the poor coupling was still not resolving. The patient is looking for a new managing physician. Additional information was received from a consumer regarding the patient on 2018-dec-06. It was reported that the patient¿s unit quit working. He saw a new physician, and the new physician would not authorize replacement of the battery because of the patient¿s age ((B)(6)). No further steps were noted to have been taken to try and resolve the difficulty with recharging. The physician recommended physical therapy for the patient. There were no further complications reported or anticipated.